Manufacturer narrative:
(B)(4). Shrouds the analysis results found that one (B)(4) device was returned with the handles open and with no reload present. In addition, the clamping mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to examine condition of the internal components and the release button and release button posts were broken. Although we were unable to conclude what caused the shrouds and the release button to become damaged, please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device handle didn't close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.